Event description:
Spontaneous inbound call from nurse (B)(6) with (B)(6) health center. She advised that patient's pump was dropped and now both of the patient's pumps were giving a "no-disposable" alarm. Author advised that is usually indicative of an issue with the cassette. Advised to mix a new cassette and see if that corrects the issue. Followed-up with nurse 15-2 minutes later. She advised that the new cassette worked and they were no longer getting an alarm/message. Patient hospitalized for unknown reasons which was previously reported. No add'l info details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Pt switched to a new cassette without issue, resolved. Reported to (B)(6) by health professional.